Event description:
It was reported that during a routine follow-up, the pulse generator interrogation revealed that a diagnostics anomaly had occurred on the same day as an unrelated surgery. Battery data was not available. Troubleshooting attempts to restore the device caused it to enter into backup mode, unacceptable thresholds were also noted. On (B)(6) 2014, a firmware download successfully restored the device.